Event description:
Upon priming tubing of elastomeric infusion system, a white substance, resembling crystals was noted in tubing. They had been filled with solutions of dsw and nacl 0.9%. Substance only appeared in tubing and not in delivery system.